Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer received "hi" (a reading >500 mg/dl) for more than a hour on his adc freestyle libre sensor. On (B)(6) 2018, customer experienced loss of consciousness and was transported to hospital by an ambulance. Customer was diagnosed with hypoglycemia and treated with glucose and potassium infusions at the hospital. It was additionally reported that the customer received a laboratory result of 116 mg/dl compared to "hi" on sensor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: ( device mfg date) has been updated based on the returned product. Visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Senor was found to be in state 5 (normal termination). Sensor plug was fully seated. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A caller reported the customer received "hi" (a reading >500 mg/dl) for more than a hour on his adc freestyle libre sensor. On (B)(6) 2018, customer experienced loss of consciousness and was transported to hospital by an ambulance. Customer was diagnosed with hypoglycemia and treated with glucose and potassium infusions at the hospital. It was additionally reported that the customer received a laboratory result of 116 mg/dl compared to "hi" on sensor. There was no report of death or permanent injury associated with this event.